Manufacturer narrative:
Service has not been dispatched to date for this event; hotline was able to resolve the issue with routine trouble shooting. A definitive root cause for this event has not been determined to date. (B)(4).

Event description:
A customer reported to beckman coulter inc., (bec) that a bulk feeder jam had occurred on their unicel dxi 800 access immunoassay system. Hotline assisted the customer removing the rv jam and additional reaction vessels that had also been displaced or "dropped" within the interior of the instrument. During trouble shooting the customer observed some spilled liquid that they believed had spilled from the displaced reaction vessels that were cleaned out of the instrument. It was not determined whether or not the bulk feeder jam the customer had initially reported to hotline had caused spilled liquid within the instrument. The leaking liquid can potentially contain not only wash buffer but patient sample waste, qc material and other substances that are considered biohazardous and/or chemical in nature. No patient results were generated in connection to this event and there is no report of injury to the user.